Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated and the interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys shut down without command and displayed a communication error. There is no report of injury or death associated with the event described in this complaint.